Manufacturer narrative:
Implant date: implant date is estimated to be in 2012. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by (B)(6) medical on 11 october 2016.

Event description:
It was reported that during a clinic follow-up, a decrease in the battery longevity was observed and premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable.

Event description:
Corrected information was received that the device was not explanted, but instead remains implanted in the patient.